Event description:
It was reported a patient's right ventricular (rv) lead presented with both high defibrillation and high pacing impedance as well as high capture thresholds. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.